Manufacturer narrative:
The reported event for painful stimulation was not confirmed. The lead was received incomplete with only the terminal end lead segments (6.1cm and 6.0cm) being returned. The lead was cut due to the explant procedure. Full functional test could not be performed due to being incomplete.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The exact date of explant is not known at this time. Further investigation is pending.

Event description:
Reference manufacturer number: 3006705815-2020-01420. It was reported the patient experienced painful electrical shocks when therapy was enabled. Upon review of the patient's medical records, the patient believes that the device did not work as well as their previous system. In turn, the patient underwent surgical intervention in the first quarter of 2019 to explant the system. Note: since it is not known which device is causing the issue, all possible devices are being reported on.